Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c8xs, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s first system was removed due to a lead break and infection. The patient¿s wife stated that there was a ¿wound part that was not healing.¿ the patient¿s urologist kept looking at his wound that would not heal and told his wife to keep cleaning it up. Every month the healthcare provider (hcp) would say it was going to get better, but finally sent the patient to a wound care doctor in (B)(6) because the wound was not closing. The wound care doctor ¿kind of dug around there¿ and found that the wire was broken, ¿but it had not come out.¿ it was unknown when the wire broke and it was taken out. The reporter stated that ¿everything was so infected, the whole thing was taken out.¿ the system was removed due to ¿severe infection to wire connection becoming loose.¿ they waited a couple of months as the wound and everything healed. The patient took a while to heal as he ¿healed ki nd of slow anyway.¿ the doctor really wanted to help because the patient had severe bladder spasms and very bad leakage from the issue. The patient waited all (B)(6) and then had a new device implanted on (B)(6) 2014.

Event description:
Additional information received indicated that patient got an infection in april or may and had the device revised in august. They had to stop medication and spasm was reported.